Manufacturer narrative:
(B) (4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use that accompany the device warn that improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components.

Event description:
It was reported that the doctor noticed a cut in the connector when he attempted to implant the device. The device did not have contact with the pt and the doctor was able to complete the procedure using another connector.